Manufacturer narrative:
Product complaint # (B)(4). The product was returned to ethicon for evaluation. One detached needle outside its packaging that pertains to product code 683g was received for analysis. H3 evaluation: upon visual inspection of the product, it was observed that the suture was not returned for evaluation. The needle was visually inspected; the swage area and the edge were noted with marks probably caused by a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. In the wards/ICU, the suture was broken immediately during use. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.